Event description:
See MDR 3006425876-2014-00053 for the first kit used for this procedure. It was reported the catheter was being placed into the left subclavian vein of the pt in the intensive care unit. The second kit was opened and when inserting the dilator over spring wire guide, the clinician notice the wire was kinked. As a result, they were unable to advance the dilator over the wire. Everything was removed and a non-arrow kit was used to complete the procedure. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).